Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting the rm06 message, a list of 1 through 4 message, a white screen, a 'dead' controller, battery needs to be replaced message, and 2 hours of charging but nothing would happen when charging the implant. Patient would unplug the recharger and plug the ac power and the controller was already at 100%. During the call there were no damages on the recharger and controller charging port. Patient reset the controller. Patient plugged the recharger and got excellent. Controller was at 90% and implant had a red triangle. Agent placed patient on hold and when agent got back patient got replace controller batteries. The screen was very dark and patient could barely see the screen because it was faint. Controller decreased to 80% and implant had an asterisk to recharge. The issue was not resolved. An email was sent to the repair department to replace the controller. See other cases for controller replacements and other devices that they kept getting new ones of. Patient was given 3 choices to use and the majority of the time something was wrong with the new one that they gave the patient because patient would get immediate headaches and shocking. Agent redirected patient to their hcp.